Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the integrated electrosurgical unit (iesu) generator lost power in the middle of a case. The tse had them try multiple outlets, and check that the power cord was connected well on both ends, but the issue was not resolved. The customer tried a different power cable with no change. The iesu power button cycled throughout testing with no change. A second vision side cart (vsc) was brought in to finish the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the unit was working completely fine with normal functionality and then the unit powered down unexpectedly. The emergency stop button was pressed, instruments were removed, they undocked, and brought in a new vision tower and connected the existing surgeon console and patient cart to the new vision tower with properly functioning iesu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu, an the system was then tested and verified as ready for use. The iesu has been returned for analysis, and the testing has been completed. The unit was placed on an in-house system and was run in normal mode. The customer-reported issue was confirmed and reproduced. The root cause was found to be a component failure. A log review was performed. Per the review, the following was confirmed: the cholecystectomy was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a different vision side cart (vsc). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.